Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that patient had an unrelated surgery on (B)(6) 2019, and patient did not put their ipg into surgery mode. Due to this, the ipg became inoperable. In turn, surgical intervention may be pending to address the issue.